Event description:
It was reported that the customer received an auto-off alarm in the morning. Reportedly, customer had last interacted with the pump the previous evening. Customer's blood glucose was impacted (350 mg/dl). During troubleshooting with tandem technical support, customer adjusted the auto-off setting to extend the safety feature.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.